Event description:
The implanting physician's office reported that the patient had experienced an infection subsequent to a generator repositioning surgery the surgeon had performed five months prior, as reported in MFR. Report #1644487-2016-02896. The nurse did not know a specific cause of the infection but indicated that the patient had picked at the incision site a little, which may have worsened the infection. Per the patient's account, the patient underwent vns explant surgery and was placed on four antibiotics due to the infection. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A physician reported to a company representative that one of his patient's had undergone vns explant. It was later reported that the device was explanted due to infection. The implanting physician mentioned that the patient had similarly rejected other implantable devices. The device history records were reviewed for the generator and lead and revealed that the devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.